Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 2:36 pm he activated a new pod and by 9:06 pm his blood glucose reached 314 mg/dl so he gave himself a bolus of 11.25 units of insulin. At 9:10 pm the pod was deactivated and he noticed the cannula was a little bent.